Event description:
This event was captured based on literature review. It was reported that in randomized trials, everolimus eluting stents (ees) performed better than paclitaxel eluting stents (pes). The following clinical outcomes were reported: target lesion revascularization, target vessel failure, myocardial infarction, stent thrombosis, major adverse cardiovascular events (mace) and death. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated as one month prior to publication. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction, thrombosis, and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.